Manufacturer narrative:
A bci field service engineer (fse) found flooding from the cap piercer. The fse found and removed a piece of wick in the drain line, and replaced worn mixer paddle. As of (B)(4) 2011, the instrument was returned to bci.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to auto gloss leaking from synchron lx 20 pro clinical system. No injury was reported and there was no effect to patients or users.